Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, and advised customer that replacement would have updated software; technical support also provided instructions for placing malfunctioning pump in storage mode, returning it within 10 days using prepaid materials, and programming pump settings and connecting continuous glucose monitor on replacement pump, all of which customer understood and acknowledged.